Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow valve.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: clot in lv going into inflow. Specific component(s) involved: inflow valve. Additional text: clot going in. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : increase anticoagulation. Implant device type: lvad.